Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) entered in a ventricular tachycardia episode. This device delivered appropriately two bursts of anti tachy pacing (atp), whoever, this accelerated the rhythm into a ventricular fibrillation. The device delivered a shock in order to end the episode. No changes were performed. This device remains in service. No further adverse patient effects were reported.